Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer declined additional questions about the high bg and further troubleshooting. No additional information was provided.